Manufacturer narrative:
Complaint statement (B)(4).: received (B)(4) pcs 450062/21j22c. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. The customer did not allege a product malfunction/deficiency. The complaint is closed as not justified. The cause of the event could not be determined.

Event description:
Customer states dirty needlestick occurred when the needle didn't click when first activated and came out of the safety device and went through the side of the guard. The event did not result in permanent impairment of a body function or body structure. Event did not necessitate medical or surgical intervention to preclude permanent impairment or damage.